Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the issue, and was instructed to call back if the malfunction code recurs.